Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states..

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 130 mg/dl at the time of the incident. The customer states the insulin pump was exposed to moisture. Details of moisture exposure and effects. Customer also stated that the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will returned for analysis.

Manufacturer narrative:
Insulin pump was monitored for several days and no blank display noted. Insulin pump passed the displacement test. Insulin pump was received with normal operating current. Insulin pump passed self-test. Insulin pump passed off no power test.